Event description:
The device was used during a thoracic procedure. Reportedly, the device misfired and bleeding occurred. The surgeon performed a laparotomy to correct the condition and complete the procedure.